Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance, the cardiosave intra aortic balloon pump (iabp) failed pim leak test. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, d9 (type of investigation, investigation findings, component codes, investigation conclusions) the getinge field service engineer (fse) that discovered the issue replaced the pneumatic module assy. Device passed all performance and safety tests according to factory specifications. Device was returned to customer for use.the following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part with a reported unit failure of the leak test.the fat performed a visual inspection and found the part to be in good condition.the fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Fails the pim leak test with leak differential pressure at -23mmhg.possible cause may be component reliability or wear and tear.retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.